Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts from rows 1 to 5 on proximal end of stent were damaged and pushed for 3mm distally. The undamaged distal section of the crimped stent od (outer diameter) was measured using snap gauge and is within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no kinks or damage on the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a shaft polymer extrusion break 211mm from the distal end of the bumper tip. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jan-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right side. The 71% stenosed, 14mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 40mm in diameter mid right coronary artery (rca). The lesion contained less than equal to 45 degree bend. Pre-dilation was performed using a 4.0x20 maverick2 balloon catheter, leaving 45% residual stenosis in the lesion. A 4.00 x 20 synergy drug-eluting stent was advanced but was unable to reach the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage and shaft polymer extrusion break.